Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 18, 2022.

Manufacturer narrative:
Correction: the initial MDR submitted on november 18, 2022 was filed inadvertently. No explantation has occurred. Per the clinic, the patient experienced a skin overgrowth on the abutment and was treated with topical steroid (specific date & duration not reported). This report is submitted on april 05, 2023.